Manufacturer narrative:
(B)(4). The customer returned one used introducer needle and one used spring-wire guide assembly from a cv-27702-e kit for review. The spring-wire guide was found to be passed through the introducer needle. The spring-wire guide was removed from the assembly and introducer needle and examined. One bend and one kink with coil misalignment were observed. The kink appears to have been caused by interaction with the needle bevel. The inner diameter of the introducer needle cannula, the outer diameter of the spring-wire guide, and the length of the spring-wire guide were measured and all were found to be within specification. The bend starts 502 mm from the proximal end. The kink is 5.0 mm from the distal end. The spring-wire guide advanced through the introducer needle without issue until the kinked area became caught on the needle bevel , preventing the spring-wire guide from being withdrawn further. A manual tug test we performed to confirm both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product warns that the spring-wire guide not be drawn against the needle bevel to minimize the risk of possibly severing or damaging the spring-wire guide. The customer reported issue of the spring-wire guide becoming kinked during use was confirmed during the sample investigation. During visual inspection the spring-wire guide was identified to be kinked toward the distal end, preventing the guidewire from passing through the introducer needle during functional testing. No issues were identified during the dimensional inspection. During the functional inspection the kink in the spring-wire guide was found to prevent the guidewire from being withdrawn through the needle. Inspection of the area indicates that the kink may have been caused through interaction with the needle bevel. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The anesthesiologist indicates that the spring wire guide got stuck and upon removal it was noted that the guide wire was kinked.

Manufacturer narrative:
(B)(4).

Event description:
The anesthesiologist indicates that the spring wire guide got stuck and upon removal it was noted that the guide wire was kinked.